Manufacturer narrative:
This report is submitted on july 28, 2020.

Manufacturer narrative:
This report is submitted on october 31, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted 02 december 2019.